Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pacemaker implant procedure while the physician was placing the right ventricular (rv) lead, the field representative observed on fluoroscopy that the rv lead appeared to jump through the rv wall and travel upwards. There was no observed change in the patient clinically, but the field representative did note that the rv lead impedances increased to around 1700-1800 ohms. The physician pulled the lead back and re-attempted placement. Successful placement was obtained and the patient was doing well with stable blood pressure and the pocket was closed. The field representative checked the patient right after the procedure and she was doing well. Then, 2-3 hours later, the patient coded and died. No echocardiogram was performed during or directly following the implant procedure, however a post-mortem echocardiogram was done and according to the physician, there was no tamponade. The documented cause of death was not available and the lead was not returned.